Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombosis appears to be related to patient/procedural conditions, as the patient had heparin-induced thrombocytopenia (hit) which likely contributed to the observed thrombus after the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus noted in the vena cava. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had known heparin-induced thrombocytopenia (hit); therefore, the procedure was performed with heparin and angiox. Two clips were implanted, reducing the mr to 1-2. After the steerable guide catheter (sgc) was removed, thrombus was noted in the vena cava. Additional medication was given and the patient was monitored until the thrombus resolved. No additional information was provided.